Manufacturer narrative:
Geomed manufactured a total of 1824 scissors of this type with the lot # 54; 149 pcs were delivered to (B)(4) from (B)(4) 2000 until (B)(4) 2002. We have checked our trend analysis record, which shows no data of broken instruments of this type scissors up to this incident. Specified steel / components for this item were used and we confirm that this lot was manufactured according to customer and manufacturing quality control specfications. The hardness test on the broken scissors was measured next to the fractured surface. The measured values of 55, 2hrc are within the specified range (50-58hrc) for surgical stainless steel 1.4117 (aisi 316l). The fracture was examined under magnification. The surface of the fracture shows a fine-grained structure and indication of a hairline crack. In our opinion, breakage occurred as a result of overstressed bending during a previous procedure or device processing. The hairline crack was caused by an inappropriate repair (wrong angle of and too many grinding flats on the cutting edge). As this is the first incident that occurred with this model scissors and was caused by inappropriate handling and third party repairs, no CAPA action is required. Enclosed: complaint investigation photos of fracture points.

Event description:
An FDA medwatch (B)(4) was received by integra lifescience reporting the following info; it reads, "in handing a long metz scissors from the CABG tray to the cardiac surgeon, it was noted that the scissors literally came apart in three pieces, with a break noted on the one half at the screw hole. The pieces including the screw were all accounted for with no harm on the pt."